Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire on the tenaculum forceps instrument broke and pieces from the instrument fell into the patient. The broken instrument pieces were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Engineering evaluation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .086"-.185" in length and were not aligned with the tube axis. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On april 16, 2013 isi contacted the initial reporter of this event. The initial reporter indicated that the tenaculum forceps instrument was inspected prior to use and there was no damage to the instrument observed. The initial reporter was unable to provide details concerning the surgical task the surgeon was performing when the instrument broke and there is no video recording of the surgical procedure available. Per the initial reporter, the surgeon did not indicate what he believes caused the instrument to break. The initial reporter indicated that no additional surgical procedure was required to remove the broken instrument fragments and the fragments were retrieved laparoscopically using the da vinci surgical system. The initial reporter believes that all of the fragments were retrieved and no x-ray was required and the site believes that all of the fragments were retrieved. The initial reporter indicated that to the best of his knowledge the patient did not suffer any post-surgical complications as a result of the reported event and the patient has not returned to the hospital.